Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the ICD exhibited backup vvi operation. A device software download was performed successfully. The patient was fine.